Event description:
An eye care professional reported a diagnosis of an infectious corneal ulcer associated with lens wear. The patient experienced tingling discomfort, sharp pain, and redness in the right eye. Medical attention was sought and a new lens was provided. Ten days later, severe pain and light sensitivity occurred with the new lens and emergency medical treatment was sought. The following day, the patient was evaluated by an ophthalmologist who diagnosed edema and a corneal ulcer with pus. The patient had to stay in a black room and keep the eye bandaged. On (B)(6) 2012, ciloxan was prescribed every hour, rifamycine was prescribed for morning and evening, and a vitamin a ointment was prescribed for use at bedtime. The patient returned to the ophthalmologist on (B)(6) 2012. The ciloxan and rifamycine drops, and the vitamin a ointment were continued as prescribed. Desomedine was added and prescribed four times a day. On (B)(6) 2012, the patient was evaluated. The ciloxan, rifamycine, desomedine, and vitamin a were continued as prescribed. Azyter was added and prescribed morning and night for three days. On (B)(6) 2012, atropine was prescribed three times a day for three days. Virgan .15% gel was prescribed one drop in the evening for five days. On (B)(6) 2012, the patient was prescribed atropine 1%, a drop in the evening. Vitamin b12 was prescribed for use three times a day. Ciloxan was prescribed four times a day. Tobrex and vitamin a application were prescribed morning and evening. On (B)(6) 2012, atropine 1% was prescribed one drop in the evening for three days. Vitamin b12 was prescribed one drop three times a day for 10 days. Tobradex was prescribed one drop tree times a day for eight days, and vitamin e application was prescribed for use in the evening for 10 days. No further information has been received from the eye care professional. Additional information received from the patient. Indicates on (B)(6) 2012, cortisone shots (celestene) were given because the infection was so severe. On (B)(6) 2012, an additional visit occurred after the treatment was prescribed because the eye become blood filled. The patient reports the eye was saved, vision has significantly decreased, and white area on the retina is now a bother. No further information has been received.

Manufacturer narrative:
On (B)(6) 2012, atropine was prescribed three times a day for three days. Virgan .15% gel was prescribed one drop in the evening for five days. On (B)(6) 2012, the patient was prescribed atropine 1%, a drop in the evening. Vitamin b12 was prescribed for use three times a day. Ciloxan was prescribed four times a day. Tobrex and vitamin a application were prescribed morning and evening. On (B)(6) 2012, atropine 1% was prescribed one drop in the evening for three days. Vitamin b12 was prescribed one drop three times a day for 10 days. Tobradex was prescribed one drop three times a day for eight days, and vitamin e application was prescribed for use in the evening for 10 days. No further information has been received from the eye care professional. Additional information received from the patient indicates on (B)(6) 2012, cortisone shots (celestene) were given because the infection was so severe. On (B)(6) 2012, an additional visit occurred after the treatment was prescribed because the eye become blood filled. The patient reports the eye was saved, vision has significantly decreased, and white area on the retina is now a bother. No further information has been received. (B)(4). Unopened product was returned for evaluation and found to meet specifications. The device history and sterilization records for the returned lenses have been reviewed and found to be in compliance. Manufacturing investigation of the affected lot revealed there was no nonconformity or deviation during the manufacturing process which related to the nature of the complaint. The root cause could not be determined. (B)(4).